Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). Patient reported an historical event: when patient services was reviewing device registration information with the patient, patient services asked the patient if they also wanted to review MRI information for their spinal cord stimulator (scs) device as well and was going to offer to transfer the patient over to scs however the patient reported that their scs device had been removed. The patient stated they didn't know for sure but their "leads" they "suspected that last time I got changed out, it was contaminated" and they said they became "severely infected" afterwards so the patient had the scs system removed. Patient said they were told if they'd waited a week longer, they would have been septic. Patient said the goal had been for them to heal afterwards and once they were healed get another scs system implanted but the patient hadn't been able to locate a local healthcare provider who worked with the scs system. Patient said they'd hoped to find one to do another implant because they were still having the pain that the scs system was indicated to treat. Patient services sent the patient physician listings for scs at the patient's request.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, lot# serial# unknown, product type: lead. Product ID: neu_unknown_lead, lot# serial# unknown, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.